Event description:
The pump motor stalled and a motor stall recovery was recorded in the event logs; the length of the stall was not reported. The pump motor stall was caused by healthcare professional using a magnet when trying to telemetry a pump. No patient symptoms were reported. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
It was also reported that the motor stall lasted six minutes before it recovered.

Manufacturer narrative:
(B)(4).